Manufacturer narrative:
On 18-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and a clot was adhered to the device. The clot was noted after right pulmonary vein (rpv) ablation. It was on the tip electrode between #2 and #3. There were no temperature or flow issues noted on the catheter. The patient was anticoagulated. The physician commented on the possible risk of asymptomatic stroke (however, no adverse event occurred). The clot was wiped off and the procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. No thrombus was observed between the second and third electrodes. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing partially. Further investigation revealed that thrombus residues were observed partially occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device number lot 31334084l and no internal action related to the complaint was found during the review. The thrombus issue reported by the customer was confirmed. The potential cause of the residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and a clot was adhered to the device. The clot was noted after right pulmonary vein (rpv) ablation. It was on the tip electrode between #2 and #3. There were no temperature or flow issues noted on the catheter. The patient was anticoagulated. The physician commented on the possible risk of asymptomatic stroke (however, no adverse event occurred). The clot was wiped off and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).